Event description:
It was reported that when you turn the unit on the cardiosave intra-aortic balloon (iabp )beeps. There was no patient involvement reported .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use when you turn the unit on the cardiosave intra-aortic balloon (iabp )beeps. There was no patient involvement reported .

Event description:
N/a.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and replaced (d104-00-0031) drive manifold assembly. Fse stated that batteries and safety disk will be replaced by customer who performs their own pms. Performed complete pm with full calibration, functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer and cleared for clinical use.